Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. The following physical damage was also noted: minor scratches on the display window, cracked casing at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 144 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that the pump was in her pocket. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.